Event description:
It was reported that the pt did not see the black tip when removing the catheter. No resistance was felt when removing catheter. No sample is available for return.

Manufacturer narrative:
The device involved in this incident was not available for eval and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. The info provided indicated that the pt did not see the black tip when removing the catheter. No resistance was felt when removing the catheter. Additional info has been requested. This complaint is under investigation.